Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump pauses intermittently during service. Reportedly, the pump head rotates normally for a short while, then pauses and restarts again. The customer is now using this pump as suction pump. There was no report of patient injury.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. All connectors checked on boards in roller pump and no faults could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the serial read-out (real time device parameters and setting recording file) of the affected pump was gathered and analyzed revealing an error code associated to timeout motor stored in the micro-controller. Based on the investigation performed for similar cases, this error code can be due to: communication failure between motor control board and motor due to hardware failure of components; communication failure between motor control board and motor due to interferences from high frequency devices; defective motor control board; in addition, in the serial read-out analysis shows that timing configuration had been lost and this may indicate a loss of can connection due to external interferences. Taking into account that no further failures have been reported so far and that the unit was successfully tested on site by the authorized field service technician, it is reasonable to exclude an hardware failure of the pump. Therefore, it cannot be ruled out that the most likely root cause of the reported event is external interferences from high frequency devices which led to a communication failure between the motor control board and the motor. As per device instruction for use, it is strongly recommended to check the operating theater and the ambient of the operating theater for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth.